Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
The patient reported feeling a "pricking sensation" in the device area when sitting in front of the computer. Follow up was conducted and indicated that the patient was seen three days prior to the call to the manufacturer. The device was functioning normally with no product performance issues noted. The device remains in use. No patient complications have been reported as a result of this event.